Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 70-year-old female with a history of inferior st-elevation myocardial infarction and an unsuccessful attempt at right coronary artery revascularization subsequently developed right ventricular cardiogenic shock. The heart team made the decision to implant an impella rp flex for right-sided mechanical circulatory support. Following device implantation, the patient was started on systemic heparin, and her hemodynamics improved, allowing down-titration of norepinephrine. The patient required continuous renal replacement therapy (crrt) for renal support while on impella rp flex. During her course, she experienced an episode of gastrointestinal bleeding, which subsequently resolved. Despite stabilization with mechanical circulatory support and medical therapy, the patient¿s overall prognosis remained poor. After discussions with the care team, the family elected to transition the patient to comfort-focused care. All vasoactive medications and mechanical circulatory support were withdrawn in accordance with her and her family¿s wishes. The patient expired with family present at bedside.

Manufacturer narrative:
D10 concomitant product added. Corrected data d1 brand name and d4 serial and UDI updated/corrected. Investigation summary ppae (major bleed/renal failure): the root cause of the injury was not determined due to insufficient clinical details.